Event description:
The facility reported a flo-gard infusion pump which did not audibly alarm for air in the tubing, although a visual alarm did occur. It is unknown when this event was discovered, but it was discovered in the oncology care area. This condition is not related to a patient event and, therefore, no patient injury, medical intervention, or adverse reaction is associated with this condition. No additional information is available.

Manufacturer narrative:
(B)(4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.